Event description:
It was later reported that the patient had a catheter revision procedure (B)(6) 2011. Per the reporter, the surgeon stated that everything was "a-ok" and that the old catheter that remained in the patient "shouldn't be an issue." The reporter stated that the patient was still in more pain than her "original pain."

Event description:
Additional information: it was later reported that patient experienced pain at the flank area along the course of the catheter. There was no clear patient response to boluses or increases. A dye study revealed dye in the "sq space." Pump contained pf morphine; cause of event was uncertain and not from pump according to the physician who did a "itp¿" revision surgery on (B)(6) 2011. Visual inspection of pump and catheter did not reveal problems. Patient outcome reported as no injury.

Event description:
It was initially reported on (B)(6) 2011 that (B)(6) 2011 pt had been feeling painful at pump pocket site, tender to touch, with no redness or swelling at the site. About 2 days ago pt had a fall and landed on her knees, however pt does not recall the event. X-ray was done on (B)(6) 2011 and a catheter dye was being planned. Pt had her next appointment for a normal refill on (B)(6) 2011. It was later reported on (B)(6) 2011 that the catheter was disconnected from pump and pt was going to have a revision. She had an appointment with the surgeon on (B)(6) 2011. Drug delivered via the pump was morphine. A f/u report will be sent if add'l info becomes available.

Event description:
It was later reported that the patient had no relief of pain since her pump replacement on (B)(6) 2011. A dye test and a CT scan were done (B)(6) 2011. The reporter stated that the patient's catheter disconnected from the pin connector. Per the caller, the physician stated that "no movement of the dye" could be seen; it was determined that fluid was not reaching the spinal column and was going into the pump pocket. The caller also stated that the CT scan determined that the patient still had "3.5 inches of original catheter left in the pocket site" (embedded); the hcp did not know why it had not been removed. The patient had a catheter revision and has been complaining of severe pain located over the pump. The patient was seen in an emergency room. Per the caller, the radiologist's report stated "53% curvature of lumbar spine scoliosis" and "second catheter medially to the pump that does not extend to the spine." The patient also experienced chronic constipation.

Event description:
Additional information stated the surgeon who performed the patient's revision 'cut nerves trying to remove a catheter that still remains' in the patient. It was also stated the patient had pain that was worse then what her pain pump was intended to mask.

Event description:
Additional information reported that, as of (B)(6) 2011, the patient had been given gabapentin to ease the reported pain. It was later reported that the patient's pump contained dilaudid at a concentration of 10 mg/ml and a dosage of 4.394 mg/day. The patient's status was not known. It was also not known whether the patient was receiving effective therapy following the catheter revision that was performed. The physician had not seen or heard from the patient as of the date of this report. The healthcare provider (hcp) was to follow-up with the patient. The patient was due for a pump medication refill on (B)(6) 2012. The cause of the catheter disconnect was not known. The patient started having pain in the left flank, following the catheter revision surgery. A "catheter study" was then performed, at which time it was determined that there was a leak in the catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was later received from a consumer indicating that the pump was explanted because it never worked for the patient. The therapy suddenly never worked. This was the 2nd pump and the therapy did not work

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.